Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2.5 months after the dental implant and denture were placed in ada site 29 in the mouth, the implant had not achieved integration in type ii bone. Clinician reports an infection, dehiscence and fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reports 2.5 months after the dental implant and denture were placed in ada site 29 in the mouth, the implant had not achieved integration in type ii bone. Clinician reports an infection, dehiscence and fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).